Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and a good grasp was obtained. However, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. Therefore, the cds was removed. A new cds was used to complete the procedure. One clip was implanted reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle (faa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no lot-specific product issue from this lot. Based on information reviewed and without a confirmed failure mode, a cause for the reported clip opening while establishing faa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.